Event description:
During an ercp procedure in 2006, the physician used a cook cindoscopy memory ii double lumen extraction basket after a sphindterotomy. A sphincterotomy of the vater's papilla was performed. The basket was advanced beyond a common bile duct stricture that extended approx 4cm from the papilla. The 6mm stone was captured by the basket, but passage through the stricture and into the doudenum was not possible, due to the size of the stone and the strictured area. The stone became impacted with the basket, which prohibited removal of the basket from the duct. The basket was cut near the handle and was left inside the pt temporaily. Three days later, another ercp procedure was performed. First, another sphincterotomy was completed. Dilation of the strictured area was attempted, but not successfu. Mechanical lithotripsy of the stone was attempted with the basket. This resulted in breakage of the basket wires near the handle end. At this time, the pt was sent to surgery for removal for the stone and basket.